Event description:
It was reported that the patient feels pain when she uses her speech processor and when she removes it, there is no more pain. During a fitting session when mcl values are increased there is fasciculation of her eyes and on her neck. When optimum values are obtained in duration and mcl, then she is not able to understand speech.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.